Event description:
The customer alleged that the system was leaving a film on scopes after a cycle has been run. She said even after an alcohol cycle there is still a film being left on the scopes. Upon follow up by asp, the customer stated that they were also seeing staining on cabinets and on employees' pants coming from scopes. They are using the cidex opa. They are using the olympus pcf q 180 scopes. They are seeing the staining from all the scopes. The customer reported that they clean the scope as following: they use enzol. They mix 1 squirt per 1 galloon of water. They brush the channels and then flush the scopes with the enzol and then place in the aer for processing. She reported that they use the pcf 180 scopes and the gif 180 scopes. She reported that they hook up the scopes appropriately. Asp clinical support reviewed the proper hooks-ups. The customer was advised that after they flush the scopes with the enzol they should rinse the channels unit clear before they place in the aer for processing. The customer reported that the water pressure is good at around 40 psi. She reported she changed the small filter in the water filtration. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The system was evaluated at the customer's site. The fse noted excess fluid inside scope after processing. The fse checked the air compressor output. The fse replaced the water filtration light. The fse ran a cycle. Machine meets mfg specs. Reference MDR 2150060-2009-00087.